Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The customer¿s reported issue could not be confirmed as the image was tested and the functioned appropriately. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the operating manager that the customer high-definition camera head requires service/repair for a reported ¿no image, cannot white balance¿ which was found during reprocessing. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not duplicated at the repair department. Therefore, the root cause could not determined. Olympus will continue to monitor field performance for this device.